Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary according to the information provided, it was reported that in the middle of shoulder surgery the pump began to fail, the pressure was lowered and I had to contaminate myself to verify what was happening since the assembly and the usual start-up were carried out; after reviewing it, I found that it had a small leak in the filter, so the hose had to be changed for another, but the doctor decided not to use it anymore, the surgery ends. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, observations reveals that the device appears to be damaged. It could be a nicked near the expansion chamber; however, we cannot be discern a specific damage in the device as the photo don¿t provide enough information. The possible root cause can be related to applying excessive force when putting it on the pump bracket, can generate friction and resulting in damage the tubing. However, it cannot be conclusively affirmed. The photo provide evidence of the damage into device, therefore the complaint reported can be confirmed. As a result, we cannot determine a root cause for the reported failure. Hands on analysis should provide more evidence to be able to discern a root cause a manufacturing record evaluation was performed for the finished device [6776] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint # ==>(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by j&j employee via email that during a shoulder repair while using a fms fluid management system inflow tubing (fms vue) and a fms fluid management system intermediary tubing with one-way valve, pump began to fail, the pressure was lowered and they had to verify what was happening since the assembly and the usual start-up were carried out; after reviewing it, it was found that it had a small leak in the filter, so the hose had to be changed for another, but the doctor decided not to use it anymore, the surgery ends, the input is not charged and is not allowed to be returned, it is discarded due to restriction due to pandemic. No surgical delay or patient consequence reported.